Event description:
As reported, during unknown procedure(s), one-to-two approach cto microwire wire guides unraveled. There has been no report that any patient required any additional interventions/procedures or experienced any adverse effects due to the event(s). Additional information is not available.

Manufacturer narrative:
D2b: dqx;pdu. D2a: wire, guide, catheter; catheter for crossing total occlusions this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.